Manufacturer narrative:
(B)(4). Date sent: 02/19/2020.

Manufacturer narrative:
Pc-(B)(4). Date sent: 05/27/2020. H10: corrected data = device analysis. The analysis results found that the ecs29a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. Further analysis showed movement on the distal ferrule that did not allow the knife to deployed. No functional test was performed due the condition of device. Further testing of the device was requested due to the device being reported as part of a serious injury. Two test firings occurred with the device, one at high b and one at low b. For both firings, the device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. During functional test, slight movement of the ferrule was noted. However, the staple line was complete, and the staples meet the staple form release criteria. In addition, the device was removed from the test media without any difficulties. In addition, while no conclusion could be reached as to how the ferrule became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Additional analysis was performed. This analysis measured the ferrule groove depths of the device and found the proximal ferrule grooves to be below the minimum depth requirement. The device was reloaded with staples and additional tissue testing was performed with a test anvil. The device cut the washer and had acceptable staple formation when fired into indicated tissue thickness. The device performed as intended during tissue testing. There was no difficulty removing the device from the tissue or opening the device. The event described could not be confirmed as the device performed without any difficulties noted and could be removed from the test media and tissue following IFU instruction. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk.   A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Can more information be provided on the difficulties opening the device? Was it difficult to rotate the adjusting knob to open the device? Or, was it difficult to remove the device after opening? How may counter-clockwise revolutions of the adjusting knob were used to open the device? What troubleshooting steps were attempted to remove the device? How was the device ultimately removed from the patient? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation? If so, please describe the shape and location. Is the stoma temporary or permanent? What is the current status of the patient?   Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a bowel resection procedure, "after firing, the circular stapler was difficult to open, surgeon oversewed and patient was given a stoma". Surgery was delayed 180 minutes.

Manufacturer narrative:
(B)(4). Date sent: 03/18/2020. D4: batch #: t5dt28. Device analysis: the analysis results found that the ecs29a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. Further analysis showed movement on the distal ferrule that did not allow the knife to deployed. Two test firings occurred with the device, one at high b and one at low b. For both firings, the device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. During functional test, slight movement of the ferrule was noted. However, the staple line was complete, and the staples meet the staple form release criteria. In addition, the device was removed from the test media without any difficulties. In addition, while no conclusion could be reached as to how the ferrule became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.